Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, imdrf annex b grid omit: b21 - type of investigation not yet determined,

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.